Manufacturer narrative:
(B)(6). Information was not provided by the contact. Batch # m5539l. The analysis results found that the ntlc75 instrument was received not sterile with the firing knob detached and the upper slip block and cartridge channel post were noted broken. It is possible that the damaged was due to an improper handling of the device. In addition no damage was noted on the tyvek or blister, which lead that the damage was caused once the devices were out of the sterile package. No functionality test was performed due to the condition of the instrument. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to a right colectomy procedure during set up of procedure, the device had the firing knob detached. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).